Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b6zm, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the neurostimulator caused the patient¿s bladder to be extremely sensitive. It was noted the patient felt a shocking sensation in the week prior to the call. It was further noted there was no accident or incident related to the event. It was reported the patient had to decrease stimulation a lot, but did not resolve the event. It was noted that the patient changed programs and stimulation was then comfortable.